Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure with faraview, a faradrive steerable sheath clear was selected for use. During the aspiration of the sheath, more air entered the sheath. The physician suspected a leaking valve. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure with faraview, a faradrive steerable sheath clear was selected for use. During the aspiration of the sheath, more air entered the sheath. The physician suspected a leaking valve. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis. It was further reported that only the dilator was inside the sheath prior to the air being observed. A pressure bag was used for the irrigation of the sheath. The reported air was observed in the flushing line, the sheath shaft and in the aspiration syringe. No air was noted in the patient. No fluid leak was observed.

Manufacturer narrative:
B5: describe event or problem - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure with faraview, a faradrive steerable sheath clear was selected for use. During the aspiration of the sheath, more air entered the sheath. The physician suspected a leaking valve. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for laboratory analysis. It was further reported that only the dilator was inside the sheath prior to the air being observed. A pressure bag was used for the irrigation of the sheath. The reported air was observed in the flushing line, the sheath shaft and in the aspiration syringe. No air was noted in the patient. No fluid leak was observed.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.